Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system exhibited a flat shock morphology with noise present. Technical services discussed observations and recommendations. The boston scientific sales representative reported that capture could not be verified based on a surface electrogram. Additionally, no sensing was observed. A micro-dislodgment of the right ventricular (rv) lead was suspected and a lead revision procedure was scheduled. To date, no adverse patient effects were reported with this clinical observation.